Manufacturer narrative:
(B)(4)a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transurethral resection of bladder and vaginal colpopexy; due to pop. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh revision/excision on (B)(6) 2009 due to erosion, mesh removal on (B)(6) 2009 due to erosion and infection and on (B)(6) 2010 due to bladder cancer; eroded mesh. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.